Event description:
Report received stating that "my distributor is asking about how to check for loosely lock tools for af02. They had a case where they suspect the tool came loose in the case and hit the af02 foot and caused a chipped in the foot...one of customer enquiry regarding the unit fail to look burr (em100-a and stylus motor). It's have any precaution to detect this will happen. Normally we ask the scrub nurse to insert the burr to the motor and lock the straight attachment then try to pull out . If the burr can pull out from motor after lock position that mean the motor fail with locking mechanism. But the problem now, if the unit fail when the unit is in use to patient. How to detect this happen? If we using the straight for sure we can see the burr is loose and the burr will come out from the attachment. But if using af02 attachment, the possible thing happen is, the angle guide will damage and bend because the burr is try to come out from motor and force forward by energy of rotations". No patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Visual examination of photos provided determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4) was initiated to investigate this malfunction. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(4).